Event description:
Reporter stated that they found pseudomonas on a handpiece. Follow-up indicated that five pts had developed endophthalmitis, and the handpiece was indentified as the cause of the condition.